Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
While in a pump replacement procedure, the patient¿s healthcare provider (hcp) used a 3 milliliter syringe and tried to aspirate from the catheter access port (cap). The hcp pulled back but got nothing. When the hcp let go of the plunger, it automatically sucked back in. They tried to aspirate several more times, but they had the same results. The hcp hooked up the existing catheter to the new pump and tried aspirating the cap of the new pump. The hcp had a couple of ccs of air in the syringe, and they tried to pull back again. The hcp pulled until they met resistance, but then placed his thumb on the back of the plunger and pushed. They did not see the plunger move, and the hcp pulled the needle out. At that point the hcp decided to replace the pump and leave the existing catheter because the patient was not having any therapy issues. It was unclear if drug had been pushed forward. It did not appear that the patient received a bolus during aspiration as they woke up from the anesthesia after surgery without any issues. Their hcp was concerned about any ¿delayed response¿ the patient may have, so they were going to keep them ¿in house¿ for observation. The pump contained dilaudid and bupivacaine. The patient¿s outcome was requested.